Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported material was found to be missing from the tips of the device during testing prior to a procedure, posing the risk of a material being lost in a surgical site. The procedure was completed successfully, and there was no surgical delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
The user facility reported material was found to be missing from the tips of the device during testing prior to a procedure, posing the risk of a material being lost in a surgical site. The procedure was completed successfully, and there was no surgical delay, no medical intervention, and no adverse consequences reported with this event.